Manufacturer narrative:
E1. Full establishment name: (B)(6) hospital. To date, the device has not been returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi metal was broken at the base and the forceps at the tip would not open. The issue occurred during preparation for use for an unknown procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that jaws "hiq+", 5 x 330 mm, grasping forceps, croceolmi metal was broken at the base and the forceps at the tip would not open was cause by excessive force exerted to the jaw. Olympus will continue to monitor field performance for this device.